Event description:
The hospital reported that a patient sustained perforation of the colon during a colonscopy procedure. The patient underwent a surgical procedure for repair of the perforation. The event occurred at the hospital approximately six to seven months ago but was reported to olympus by another physician in july 2002.